Event description:
It was reported that the patient passed away on (B)(6) 2013 due to sudep. Attempts are underway for additional information; however, no additional information has been received.

Event description:
Additional information was received stating that vns patient¿s death was not witnessed. The cause of death is unknown. The patient was seizure free attributed to medication. No issues were noted with the patient¿s device; however, it was noted that the patient¿s device was not recently interrogated prior to the death.

Event description:
Additional information was received stating that the vns patient was found deceased at his home. No autopsy was performed and the patient¿s device was not explanted prior to burial. The patient¿s death certificate listed the cause of death as ¿seizure disorder¿. With the available information, an internal classification has determined that the death may be possible sudep.